Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was having continuous leaking from the surgical site. There were no factors reported that could have led to the issue. The rep noted that the ins was working fine and giving good coverage. The rep reported that the hcp planned on proceeding with a blood patch. The issue was resolved. No further complications were reported.